Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable became broken and the customer was unable to use that usb cable to charge the pump. It was confirmed that the pump was able to be charged with a different usb cable. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer.